Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005904 - the dentist reported that, 7 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type iii.